Event description:
Possible far field r wave oversensing on atrial channel noted. Mdt rep on call contacted. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).